Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight. Previously administered products included for hyperthyroidism: synthroid from 2000 to (B)(6) 2018. On (B)(6) -2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), back pain ("back pain"), abdominal pain lower ("excessive cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed in november 2014. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder and weight increased had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, back pain, vaginal haemorrhage, abdominal pain lower, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in march 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (general), bladder problems or change, urinary problems or changes, weight gain, abnormal bleeding (menorrhagia)" were added. New reporter were added. Lab data was added. Historical conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), salpingitis ("acute and chronic salpingitis (right fallopian tube) (per mr)"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included overweight and cyst. Previously administered products included for hyperthyroidism: synthroid from 2000 to (B)(6)2018. Concurrent conditions included abdominal disorder, menses irregular, vaginal discharge abnormality, bladder infection, bacterial vaginosis, dizziness, nausea, vomiting, uterine mass, hematoma, pain, hematometra and chronic salpingitis. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). In 2014, the patient experienced bladder disorder ("bladder problems or change"), urinary tract disorder ("urinary problems or changes") and weight increased ("weight gain"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), back pain ("back pain"), abdominal pain lower ("excessive cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a device removal procedure), surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy) and surgery (underwent novasure ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder and weight increased had resolved and the salpingitis, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, vaginal haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure micro insert inserted into the right tube without difficulty. 3 coils noted. Left fallopian tube blocked from salpingectomy already. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. On (B)(6)2013: finding: uterus av 10 cm to cound. B/I tubal ostia visualized. On (B)(6)2014: ultrasound pelvis: summary: endometrial mass which may represent a hematoma, endometrial stripe is thickened, decreased flow to left ovary, the essure devices cannot be identified, right ovarian cyst. On (B)(6)2014: surgical pathology report: gross description: left fimbriated fallopian tube is serially sectioned revealing unremarkable parenchyma. Right fallopian tube does not have a fimbriated end. Sectioning reveals a dilated lumen that is filled with red-brown, thick, altered blocked. Also received are two metallic spring-like coils consistent with essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: salpingitis. Most recent follow-up information incorporated above includes: on 11-oct-2018: medical record received. Reporter information, other relevant history updated. Event acute and chronic salpingitis (right fallopian tube) was added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, back pain, vaginal haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.